Event description:
It was reported that the patient experienced dissatisfaction with the performance of the device with a spectra penile prosthesis (spp). The spp was explanted and a new inflatable penile prosthesis was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.